Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post implant no pacing was noted on this right ventricular (rv) lead. An rv lead dislodgement was confirmed during the procedure. The lead was repositioned and remains implanted. The physician noted that the dislodgment was caused by the patient anatomy. No adverse patient effects were reported.